Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose (bg) level was 260 mg/dl and was addressed with a bolus via the pump. However, the customer's bg level was high because the customer did not bolus enough for the carbohydrates consumed; bg level was not due to the cartridge alarms. The customer confirmed that an alternate method of insulin delivery was available.